Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, the customer was advised to continue using the pump and to call back if any malfunction code recurred. No further issues were reported after the reset.